Event description:
Caller alleged potential false negative hcg combo ii results in comparison to a positive result on a biorad quantity plus level 1 and 2. The reason for ed visit was abdominal pain, quantitative serum result=14 miu/ml. No renal dysfunction, specific gravity: 1.024. No additional info was provided.

Manufacturer narrative:
Investigation pending.